Event description:
A falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 1500 instrument. The result was reported to the physician, who questioned the result once the result from a latter sample from the same patient from another facility was obtained. The customer did not provide the result from the other facility. The initial sample was repeated on the same instrument for troubleshooting purposes, after which it was repeated on an alternate dimension vista 1500 instrument. The result on the alternate system was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due the falsely elevated k result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of processing the affected sample. There were no related process errors during time of initial processing. Siemens instructed the customer to clean the probes and drains, including the imt probe and drain. Server probes 1 and 2 were aligned. A system clean was performed and the probes were primed. A system check was run and passed. Then, qc were rerun and recovered in range. Sample handling potentially contributed to the falsely elevated potassium result. The system is performing according to specifications. No further evaluation of this device required.